Event description:
A government agency reported that an ophthalmic surgical system malfunctioned before a planned vitrectomy, causing the screen to freeze, resulting in loss of control. The team activated the emergency protocol, installed a backup device, and resumed surgery. The procedure was completed successfully, and the patient remained stable postoperatively.

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).